Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was not receiving the full amount of insulin. The customer's blood glucose was unknown. Troubleshooting for high blood glucose was offered and the customer declined. The pump will not be returned for analysis.